Event description:
Beckman coulter inc. (Bci) received reports of potential false low homocysteine (hcyx) patient results being reported, due to incorrect software user defined reagents (udr) parameter setting. Incorrect udr substrate depletion initial rate flag was set for this instrument. The system would not recognize a very high homocysteine sample causing the potential for a substrate depletion event to occur and incorrectly give a false low result. It is unknown at this time if any false low results were reported to physicians.

Manufacturer narrative:
Each reagent kit comes with the original manufacturer's IFU. In march 2007, an updated IFU was sent to each customer along with the letter giving the new parameter settings to alleviate this false low patient situation. Instrument was not installed until the following month. Each kit ordered has the updated IFU from original month. Customer is responsible for reviewing the IFU and confirming if user defined reagents (udr) parameters are set correctly. Since there is the potential for treatment to be affected based on false low hcyx results, a malfunction will be assumed for the purpose of this report. Beckman coulter, inc. (Bci) is not the legal manufacturer of the reagents. These reagents are user defined reagents, and are designed and manufactured by another manufacturer. These reagents are distributed to customers by bci. The original manufacturer conducted a product corrective action in 2007 and 2009; bci has forwarded the corrective action information to bci customers. Since bci has the primary interface with the customers, bci is reporting this issue to the FDA.